Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the first side of the procedure, the physician had difficulty loading the mesh carrier onto the shaft tip. The physician was able to load the delivery device with additional force. After insertion into the patient's tissue, the mesh carrier would not deploy off of the shaft tip. The physician attempted to deploy the mesh carrier four times with no success. The delivery device and solyx sling were then removed from the patient. It was reported that the plastic tip of the mesh carrier was broken into two pieces about half way from the tip toward the mesh, but remained attached to the mesh sling. No part of the solyx sling detached. It was reported that bone had been encountered. The procedure was completed with another solyx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual analysis of the returned device revealed no damage to the mesh. There was damage noted to the plastic shaft tube. One mesh carrier was broken half way between the base and the tip along its horizontal axis but it had not detached.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the first side of the procedure, the physician had difficulty loading the mesh carrier onto the shaft tip. The physician was able to load the delivery device with additional force. After insertion into the patient's tissue, the mesh carrier would not deploy off of the shaft tip. The physician attempted to deploy the mesh carrier four times with no success. The delivery device and solyx sling were then removed from the patient. It was reported that the plastic tip of the mesh carrier was broken into two pieces about half way from the tip toward the mesh, but remained attached to the mesh sling. No part of the solyx sling detached. It was reported that bone had been encountered. The procedure was completed with another solyx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".